Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.

Event description:
The wife of a (B)(6) male pt contacted lifecor customer support to report that the pt's battery pack was not charging correctly. Support examined a recent download and saw battery charger faults on both battery packs. Support sent the pt a replacement battery charger.